Event description:
The clinical finding of atrial tachycardia was incorrectly reported to the physician as a result form an internal fault of the device.

Manufacturer narrative:
Device evaluation: the clinical finding and md notification of atrial tachycardia is incorrect, and apparently resulted form issued with the patch's on-board clock caused by an internal fault. This uncommon fault also likely contributed to the device's premature shutdown during patient wear.